Event description:
It was reported that during the surgery on (B)(6) 2013 the attachment of a "trial adapter m/0; 12/14 broke. The damage was detected after the surgery. It is unk if the pt experienced any harm at this time.

Manufacturer narrative:
At this time the manufacturer did not receive the specific devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However there is no indication for a product failure. Should additional info become available and/or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).